Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs showed that the messages seen were indicative of a battery issue and not a device malfunction. However, the battery was not returned as part of this investigation. Additionally, the multi-function cable used was not returned. The zoll representative onsite recommended to the customer to replace the multif-function cable as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.